Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device crashed, was on blue screen showed cfnadmin login and asked for password. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was shown to be on cfn admin login screen. A field service engineer inputted the password for cfn app and logged into the es application. The fse followed up with the point of contact, confirmed that the issue was resolved, and customer were able to access the device. The system functioned as intended after the field service engineer repaired the device.